Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found the inflation valve on the catheter damaged when the package was opened. Per additional information from the ibc via email 21 nov 2019; the inflation port disconnected from the inflation lumen.

Event description:
It was reported that the user found the inflation valve on the catheter damaged when the package was opened. Per additional information from the ibc via email 21nov2019; the inflation port disconnected from the inflation lumen.

Manufacturer narrative:
The reported event was confirmed, however the cause is unknown. Evaluation found that the valve/cap had detached from the inflation funnel. However, there are dent marks on the inflation funnel which indicates that the valve/cap was placed prior to its detachment. The potential root cause for this failure mode could funnel thickness incorrectly sized at build-up or finish dipping operations/ machine misalignment during valve/cap assembly/user related (rough handling or incorrect syringe used). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warnings method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver coated catheter. [Directions for use] method of use the device is intended for single use only and is not reusable. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."